Event description:
Synthes (B)(6) service coordinator was advised by the sales consultant and the hospital reporter that during plastic surgery, the electric pen drive 60,000 rpm has intermittent function. There was 5 minutes delay to retrieve another e-pen drive. Surgery was completed successfully without any medical intervention or prolonged hospitalization. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Dzi, erl, hbe: additional codes. Device is an instrument and is not implanted/explanted. The device has been returned and is entering the complaint system. The investigation is ongoing. Placeholder.